Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which appeared to result in inappropriate atrial tachy response (atr) events. Technical services (ts) was consulted and explained the markers seen on the egm. Ra sensitivity was reprogrammed. No adverse patient effects were reported. This ra lead remains in service.